Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved transpac IV monitoring kit was stated in the report that the drip chamber would leak at the connection point inside the tube. Normal saline was involved. There was patient involvement but no patient harm.